Manufacturer narrative:
Correction to g2, health care professional was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The instructions for use warns against inappropriate reprocessing as follows: "insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The device was returned for evaluation. The evaluation uncovered that the adhesive of the bending section cover had a chip and a crack due to chemical or physical stress. It was also observed that the objective lens, plastic distal end cover and connecting tube had a scratch due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lusera colonovideoscope tested positive for an unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. It was indicated that the scope tested negative upon second inspection. There was no patient/user harm or injury reported due to the event.